Event description:
It was reported by the customer that a pyxis medbank system aio (all-in-one) was frozen. The customer reported that a malfunction occurred when the user attempted to issue medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the screen was stuck. A technical support specialist closed the cubex application and reloaded it, allowing the customer to log in and attempt to issue medication. The system functioned as intended after the technical support specialist troubleshooted the device.